Manufacturer narrative:
Additional e1 (phone number): (B)(6) the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was used in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the procedure will not be considered off-label in this case.

Event description:
According to a report received from germany, edwards was notified of a pascal precision ace procedure performed in the mitral position. During the procedure, following implantation of the first pascal device, the patient experienced a pericardial effusion (pe). The patient had functional mitral regurgitation (mr). Multiple attempts were required to advance the catheter and transseptal puncture (tsp) needle to the atrial septum. The tsp was ultimately performed successfully using a posterior approach. There were no difficulties positioning the pascal device in the medial a2/p2 position. The pericardial effusion became apparent following a drop in blood pressure. A second pascal device was implanted quickly and without complications. Meanwhile, the patient was stabilized, and the pericardial effusion was drained.